Event description:
On 4/3/97, paramedic suffered a muscle strain to the lower back while lifting a pt on the ambulance cot. At the time of the injury, the paramedic and his partner were attempting to raise the cot, with the pt on it, from the intermediate height position to the fully extended high level position. During this maneuver, the wheel carriage of the cot did not unlock when the release handles were pulled. This release of the wheel carriage allows the wheels and legs assembly to adjust to different height positions and support the weight of the pt. The employee stated that he did not anticipate this occurrence and as a result had to quickly compensate for the absent support of the cot legs. At this point he strained his lower back. The ambulance crew repeated the cot maneuver again with appropriate results and completed the call without further incident. The employee submitted for medical evaluation at the hosp occupational health clinic and was sent home for the rest of the day. He has since returned to full duty without further problems. The pt suffered no adverse affects as a result of the incident.